Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedances on the right atrial (ra) lead and the left ventricular (lv) lead. It was reported that the patient had recently taken a "mild" fall. Subsequent the leads extracted and the crt-d was explanted. The cause of the high impedance issue was undetermined at the time of explant. New leads and crt-d were successfully placed. No adverse patient effects were reported.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis, this report will be updated.

Event description:
Subsequent information indicates that this product was no longer functioning prior to explant.

Manufacturer narrative:
--

Manufacturer narrative:
Visual inspection revealed that the complete lead was returned and the coils were fractured. There were no obvious signs of a suture sleeve mark/footprint observed, however, by placing a suture sleeve uses with this lead model showed pucker location would be at the distal end of the suture sleeve and the fracture location would be directly underneath the suture sleeve. Laboratory analysis concluded that the lead coils were fractured on both the conductive pathways, the clinic observation of high impedances were likely a direct result of this observation.